Manufacturer narrative:
The report of ¿shocking sensation¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities, passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. To address the allegation of ¿overheating¿ the device was monitored for 4 hours with stim ¿on¿. During this time the temperature of the ipg can increased by 0.2°c, measuring 37.2°c. Product requirement document states that no outer surface of the ipg shall be greater than 39°c when in normal operation. Device exhibited normal device characteristics during test. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported patient experienced electric shocks and the ipg was overheating. Surgical intervention was undertaken wherein the system was explanted to address the issue.